Event description:
Note: this report pertains to second of two speedband superview super 7 devices used in the same patient and procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used during an esophagogastroduodenoscopy (egd) with varices banding procedure performed on (B)(6) 2024. During the procedure, the device was correctly loaded; however, the bands would not deploy. A second speedband superview super 7 was used; however, the same problem happened, the bands would not also deploy. It was reported that the procedure was completed successfully, and it was indicated what device was used to complete the procedure. It was noted that no difficulty was experienced upon setting up the devices. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.